Event description:
It has been reported to philips that the angiography device did not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the angiography device was not turning on. Upon inspection, the fse determined that the flexvision pc was not working. The fse replaced the flexvision pc, reinstalled operating system(os) and applications. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.